Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2011. The revision surgery was due to patient pain. During the revision, it was noted that there was evidence of metal debris. The arc stem, size 1 with ha, arc neck, 0 degree (neutral) short, and 36 mm x + 0 mm femoral head, cocr were removed and replaced with a temporary spacer.